Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient's stimulator was not working right and did not feel right,. The patient reported that it was causing them to have incontinence so they turned it off. They stated that they wanted to use the ins again as they wanted to come off their pain medications. The patient stated that it has been awhile since the ins has worked. The patient reported that they have gained weight so they are not sure if that is why it won't work. The patient reported that they cannot charge the ins. The patient was forwarded to the healthcare provider (hcp) as it is likely that they are in an overdischarge state. No further complications were reported or anticipated. The patient inquired if the device is safe with pregnancy, and it was reviewed that it is unknown.